Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05149. It was reported the patient was unable to move his legs on (B)(6) 2021. Patient was taken to the hospital and the tests came back negative. Patient regained use of his legs.